Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was unknown. During troubleshooting, insulin did exit with manual prime. Device did not alarm no delivery alarm with manual prime. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Failure analysis is not required for the returned sealed sensors due to the sensor have an expiration date of 2010-12.